Manufacturer narrative:
Intuitive received the part associated with this complaint and completed evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. No damaged snake wrist cable was observed. The conductor wire was also not damaged. Additional observation not reported was that the instrument was found to have a severely bent grip, where one electrode assembly at the grip was found bending upward and jutting above the surface. As a result, the grips can no longer fully close properly. This failure is commonly associated with mishandling / misuse. Additional observation not reported by the customer was that the instrument was found have a broken interior surface of the grip assembly. A small piece of the grip was observed to be hanging freely off the surface. No material appeared to be missing. Additionally, one ceramic dot was no longer present on the electrode of a jaw assembly. Material approximately, 0.05" x 0.03" was missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was unable to work. Troubleshooting was performed by removing the instrument and inspection identified a broken cable. Issue was resolved by replacing the instrument to the backup and once this was completed, no further issue was observed. The user continued with the procedure . No known patient consequence was reported.